Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a unexpected restart alarms after a battery change due a broken solder joint connector at interface board. However, the pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The pump passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customers reported via phone call a blank display, and unexpected restart. Blood glucose at the time of incident was 149mg/dl. The customer states the insulin pump has a blank display. The insulin pump would count up to seven, then would have to repeat the process. The display is not blank at the time of the call. The customer stated that contacts on the battery cap were not missing or damaged. Troubleshooting was not able to resolve the issue. The customer called back stating the issue reoccurred after replacing the battery cap. The device will be returned for analysis.